Manufacturer narrative:
(B)(4). Please disregard the information in report number 3004753838-2021-83810 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2018-041934 which was submitted through esubmitter.

Event description:
Please disregard the information in report number 3004753838-2021-83810 as this is a duplicate report. The information contained in this report has previously been reported on MFR number 3004753838-2018-041934 which was submitted through esubmitter.

Manufacturer narrative:
(B)(4); the patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed; however, the device operated within specification. A probable cause could not be determined. No additional event information is available.